Event description:
As reported by the user facility: safety feature on needles does not work properly.

Manufacturer narrative:
The report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was reported that the safety feature on the needles did not work properly. After the investigation, no problem could be found. This problem is not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.